Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-12990n, batch number 15213267, was received for investigation. Visual inspection noted that the tip of a fragment of the needle was visible from the suture slot of the ar-12990 knee scorpion. The device investigated was the ar-12990 knee scorpion and functional testing was performed on the returned ar-12990 with an ar-12990n batch number: 10512300 and it was found that the needle could not be fully inserted, the ar-12990n was met with resistance and could not pass through the shaft of the device. The most likely cause of the reported failure is user error in the device. Excessive force was used during the firing of the needle, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a meniscus suture surgery the tip of the needle broke and was stuck inside the scorpion. The tip of the needle could not be removed from the scorpion. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device from another company (fast pass smith & nephew). It was not necessary to do a second surgery.